Event description:
It was reported that, "pt had a left hip implant in early 2005. Patient's left hip was revised in 2008. Pt is experiencing squeaking on her left hip."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.